Manufacturer narrative:
One medfusion pump was returned with no notice of any external damage. The event history log was reviewed and there were acu watchdog and primary audible alarm post errors in history. Start-up, flow and occlusion tests were performed and the reported issue was unable to be duplicated. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an audible alarm error. There was no reported adverse event and no additional information.